Event description:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The philips field service engineer confirmed an active exhalation control module error code. There was no harm or injury reported. The device's system board, 3-way solenoid and pm kit were replaced to address the issue.

Manufacturer narrative:
Previously, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The philips field service engineer confirmed an active exhalation control module error code. There was no harm or injury reported. The device's system board, 3-way solenoid and pm kit were replaced to address the issue. Pil received the system board and a solenoid valve for evaluation but was unable to confirm a failure of both components. Pil tested the system board, as well as the valve for an hour and concluded that the system board and solenoid valve operated as designed.